Event description:
Complainant reports that they purchased 100 syringes which are in 10 packages within the box. They noticed that there were several defects within the box. One syringe, around the needle was surrounded with a crystal clear gel material on it. One syringe was pulled back from the stopper. They stated that they had been feeling bad and their sugar was out of whack and thought that this might have attributed to the problem. While taking insulin, they found brown orange substance attached to the wall of the syringe. They stated that the substance was 1 inch long and 1/8 in diameter. Within a manner of 3 minutes, the substance dissolved in the insulin. They did not inject self with this syringe but was concerned with what was the brown substance.